Event description:
A pt stated that the night before there was a leak in the cassette module. There is no sample. No report of pt ill effect.

Manufacturer narrative:
No sample was returned for investigation. Event data to be trended per quality data analysis procedure.